Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stitching of lung wedges, the stapler grip jammed despite of new reload. The first stapler had already stapled several times. The second handle with a new reload was stuck and not fired. Same event occurred using the third handle with a new reload. Fourth handle worked accordingly. There was no patient injury.